Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 5 of 5 allegations of unspecified malfunction. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. The patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted in the arm. This report is the fifth report with similar events on different dates. On (B)(6) 2024 , the patient experienced abdominal pain, nauseous, dissolution, cannot think straight, felt emotional and was shaking. The patient was taken to the emergency room and was treated with protonix (pantoprazole) and insulin. The patient was diagnosed with diabetic ketoacidosis. She was discharged after 7 hours. There were no blood glucose nor continuous glucose monitor values reported as the patient couldn´t remember values since she has short term memory loss. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, clarification was received on (B)(6)2024.